Event description:
During a surgical procedure on (B)(6) 2024, the bullet tip end of a liva nova weighted sump suction tube su-29602 (lot # 2403000083) became detached while inside of my thoracic chest. The distal tip of the tube is still stuck inside my thoracic chest. This particular model number tube had the exact same failure previous to this one of mine. That previous failure occurred on or around (B)(6) 2021 and the details of said previous failure are documented in the scps (society of clinical perfusion scientists). Org.UK perfusion report #(B)(4), dated (B)(6) 2021. I notified the manufactured on (B)(6) 2025 of this problem and asked them if I am still allowed to get an MRI with their weighted sump tip in my chest cavity. They stated that I cannot get an MRI because their product is not MRI compatible. Device code: 2907. Patient code: 2687. Reference report mw5174345.